Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9,h2,h3,h6,h11. Corrected field: g6. The device was returned to olympus for inspection and the complaint allegation that the connector cracked was confirmed, the image intermittent failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connector leakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited a crack on the input plug causing the output picture to be intermittent. The issue was identified at inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.